Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "touchscreen froze" (no display or display failure). The customer reported the touchscreen froze during surgery. The system was rebooted and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system but was unable to duplicate the problem reported. The touchscreen was replaced as a diagnostic measure. The touchscreen was disposed of. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. An internal investigation has been opened to address the issue reported. (B)(4).